Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument or blue reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the advance stapler logs showed that the sureform 60 stapler (lot number: l80240228-0032) was used second, and it was installed on the system 5 times and fired 5 blue reloads. On install 1, the system failed to detect the reload color, and the user manually selected the blue reload via the guide user interface (gui) on the surgeon side console touchpad. On installs 1-4, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 5, the first clamp was successful, but was followed by a firing failure that stopped after a duration of approximately 10 seconds. The failure is represented in the logs. The instrument was then removed and not used in the procedure again. Sureform 60 stapler (lot number: k14231101-0255) was used third, and it was installed on the system 1 time and fired 1 blue reload. On the only install, the first clamp was successful, but was followed by a firing failure that stopped after a duration of approximately 10 seconds. The failure is represented in the logs. The instrument was then removed and not used in the procedure again. Refer to MFR report number 2955842-2024-22954 for additional information regarding the second reported misfire with a sureform 60 blue reload.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest anastomosis procedure, the firing sequence was interrupted on two separate attempts, resulting in an incomplete staple line and additional tissue to be removed. On one of these attempts, a sureform 60 stapler instrument with a blue reload accessory was fired over an existing staple line, causing a misfire and an error message stating "blade may be exposed". The misfire resulted in the blade not retracting, staples that were malformed or unformed and gaps in the staple line. The bleeding was negligible, and the patient did not require a blood transfusion. The two unsuccessful firings led to a loss of conduit length, but the surgeon successfully created the esophago-gastric anastomosis using a backup sureform stapler instrument. The procedure was completed, and the patient was transferred to the critical ward and subsequently to a step-down unit. Post-operative, the patient experienced an unexpected, prolonged hospital stay due to a type 1 anastomotic leak, necessitating the use of antibiotics and a nasojejunal tube for 8 weeks until fully healed. The surgeon expressed concerns about potential long-term complications, as the patient may develop an anastomotic stricture, which could require repeat dilatation.